Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for an overprime - leak out of patient line was confirmed based on information provided by the home patient (hp). The hp stated that they had stacked solution bags on top of each other on the heater bag. The lot number is unknown therefore a batch review was not performed. The label review found the patient at home guide to be adequate for the use error in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Technical service center assisted with the repriming of the patient line, this occurred on the homechoice (hc) during use, during prime. During the assistance there was fluid flowing out of the patient line. The prime completed. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated that they did not notice anything unusual with the supplies. The hp was then asked if the solution bags were stacked on top of each other on the heater plate and the hp stated yes. They were also asked the positioning of the patient line during prime and they stated it usually hangs on the organizer during prime. The hp stated they haven?t run into this problem since then and therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.